Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer did not troubleshoot their high blood glucose reading. The insulin pump was suspended but not due to sg value. The reservoir had air bubbles issue. Reservoir will be returning for analysis. Insulin pump will not be returning for analysis.